Event description:
It was reported that during a hysterectomy, the device's blade broke off during the case outside the pt. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.